Event description:
As reported to coloplast though not verified, pt was implanted with novasilk mesh. Later, the pt experienced tissue granulation, bleeding, mesh erosion, suture erosion, erythematous, tenderness, bleeding with intercourse, left lower quadrant pain, significant pain and bleeding, vaginal pressure, rectocele, vaginal ulceration and grade 1 cystocele. Removals of sutures, undermining of vaginal epithelium, reapproximation and closure of imbrication defect were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.